Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that her one touch ultra mini meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on "(B)(6) 2015, 11am." The patient was unable /unwilling to say how she manages her diabetes and whether she made any changes to her diabetes management routine as a result of the alleged product issue. The patient reported that "20 minutes" after the alleged issue began she developed the symptoms of "shaky, sweating, confused no energy and upset stomach." The patient stated that on "(B)(6) 2015, 11:00am" she was treated in emergency room (ER) by a health care professional with a glucagon injection. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did not require replacing. In addition cca noted that when the patient inserted a new strip into the meter or when she pressed the power button the meter did not power on. Cca also stated that the patient was using the correct test strips. The product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.